Manufacturer narrative:
Result and conclusion: wrong footboard installed to bed.

Event description:
It was reported by service report that the bed had the wrong footboard, and the bed exit was broken. No pt involvement or adverse consequences were reported.